Event description:
During a surgery in 2007, it was discovered that the tip of the open screwdriver was bent. There was no reported patient injury or surgical intervention.

Manufacturer narrative:
Device is an instrument and is no implantable. Investigation pending.